Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, on a video-assisted thoracoscopic surgery lobectomy, the device had poor staple formation and had an air leak. The patient¿s hospitalization was extended for a week. A surgical re-intervention was needed to prevent a permanent impairment of a function.